Manufacturer narrative:
Literature article: víctor joaquín escudero-saiz, elena cuadrado-payan, eugenia castellote, roxana buri, higini cao, silvia collado, lida maria rodas, nestor fontsere, jose jesus broseta, francisco maduell. ¿new hydrophilic helixone dialyzers as an alternative for hemodialysis patients with membrane hypersensitivity reactions: a retrospective single-cohort study¿. Hemodialysis international. (2026) 30:359-365. Https://doi.org/10.1111/hdl.70056. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis (hd) therapy using a revaclear 400, the patient experienced face erythema, oxygen desaturation, and hypotension. No additional information is available.